Manufacturer narrative:
After a 5f mynxgrip vascular closure device (vcd) was shuttled down, it was difficult to pull the device back to expose the sealant. So they had to deflate the balloon and remove the device from the patient. The deployer is in training on using the mynx device. The device was stored according to the instructions for use (IFU). The device storage did not exceed 25 °c. There were no anomalies noted prior to use. The device was prepped per the IFU with no difficulty. There was no resistance while shuttling down. The advancer tube was not engaged or visible. No unusual force was applied while retracting the 5f non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5mm. The angle of access was between 30 and 45 degrees. There was no calcium, tortuosity, or scar tissue at the access site. The vessel did not have any tortuosity. Fingertip compression was maintained on the skin during removal of the mynx. There were no kinks on the sheath or the mynx device. The sealant was noted to be stuck on the device after removal. It was also noted that the black plastic split. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot f2120003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the event could not be determined. Procedural factors, such as operator technique or operator inexperience, could have contributed to the event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿step 2: deploy sealant. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle, open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ the IFU also instructs users to inspect the device for any damages or defects prior to use. Neither the phr, nor the information available, suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after a 5f mynxgrip vascular closure device (vcd) was shuttled down, it was difficult to pull the device back to expose the sealant. So, they had to deflate the balloon and remove the device from the patient. There was no reported patient injury. The deployer is in training on using the mynx device. The device was stored according to the instructions for use (IFU). The device storage did not exceed 25 °c. There were no anomalies noted prior to use. The device was prepped per the IFU with no difficulty. There was no resistance while shuttling down. The advancer tube was not engaged or visible. No unusual force was applied while retracting the 5f non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5mm. The angle of access was between 30 and 45 degrees. There was no calcium, tortuosity, or scar tissue at the access site. The vessel did not have any tortuosity. Fingertip compression was maintained on the skin during removal of the mynx. There were no kinks on the sheath or the mynx device. The sealant was noted to be stuck to the device after removal. It was also noted that the black plastic split. The device will not be returned for evaluation as it was thrown away.